Manufacturer narrative:
Evaluation summary: the customer's reported condition of the failure code was confirmed.

Event description:
The facility reported an infusion pump with a "malfunction 810.04". Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional information or contact was available.